Event description:
It was reported the tip of the cannula of this biopsy needle was noted to be bent and would not pass through an introducer guide during a biopsy. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis is avaiable. Without evaluating the device, co is unable to determine the cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use."